Manufacturer narrative:
Submitted supplemental to include information from medical records.

Event description:
It was reported that this patient with a 21mm valve underwent a valve-in-valve procedure due to severe aortic stenosis and mild to moderate pvl. Implant duration of the pre-existing surgical valve was approximately 12 years and one (1) month. The tavr was performed with a 23mm transcatheter valve. It was reported everything went well with good results with no complications. The patient was discharged on pod #1.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm valve underwent a valve-in-valve procedure due to aortic stenosis. Implant duration of the pre-existing surgical valve is approximately 12 years, one (1) month. It was reported everything went well with good results.

Manufacturer narrative:
Additional manufacturer narrative: the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Corrected data: device expiration date: 30-nov-2008, device manufacture date: 11-jan-2005.